Manufacturer narrative:
The t:slim g4 pump user guide states: you can adjust the auto-off alarm setting (the default value is pre-set to 12 hours, but it can be set anywhere from 5 hours to 24 hours, or off). Per the user guide, the resume insulin alarm will sound when the insulin delivery has been stopped for more than 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of over 800 mg/dl. The customer changed the supplies on the pump and delivered a bolus of insulin to address the high bg level. The customer was admitted to the hospital for high bg and diabetic ketoacidosis (dka). The customer was taken off of the pump and treated with intravenous insulin and saline drip. The customer underwent dialysis for a diabetes related complication. The customer was discharged on (B)(6) 2017 with the high bg and dka resolved. The customer reverted to using insulin injections to manage diabetes until the next doctors appointment. The customer thought the pump was the cause of the dka. Tandem customer technical support (cts) reviewed the pump data and found that just prior to the hospitalization the customer received an auto off alarm and a resume pump alarm; both alarms were valid. The logs showed that the customer did not either resume insulin response to the alarms or press "resume" after completing a load sequence which resulted in an extended period of time where insulin was suspended. The logs showed the pump was functioning properly. On (B)(6) 2017, a tandem clinical diabetes educated the customer about the auto-off setting and the resumed pump alarm. The customer acknowledged the information.